Event description:
Caller states the patient tested 5.7 inr on the coaguchek xs system while a comparison lab returned as 3.8 inr. Medications remained unchanged based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.